Manufacturer narrative:
Device evaluation: result: no samples were returned to bd (B)(6) in support of this complaint. However bdj received the actual sample and provided 3 photographs showing the implicated device. The photographs showed a used device with the eclipse safety shield locked in place. Visual evaluation of the retained samples from this lot number did not identify any defective shields. A review of the device history record did not confirm any issues with this component and no ncmrs were in force on this device. Conclusion: bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained sample, nor on the evaluation of the photographs provided. No definitive root cause could be established for the reported defect. The most likely root cause is a failure to correctly engage the safety shield.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: a sample was returned to bj (B)(4) and it was noted the safety shield completely covered the needle on the returned sample. A photos of the device has been sent to the manufacturing site. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after blood collection by the clinical lab technician, she thought the safety device was locked but it wasn't and she received a needle stick injury. Both the technician and the source patient received post exposure lab work and were found (B)(6). The technician will received additional post exposure labs in 2 months.